Manufacturer narrative:
A supplemental is being submitted for additional information. Updated field: b5 desc evt problem investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the servicing procedure was performed. The ventricular assist device (vad) was stopped for about twenty seconds to put a new driveline cover on the driveline. The driveline sheath repair was done outpatient.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: / serial #: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline outer sheath was cracked and tape had been applied by an unknown party. It was further reported that the driveline cover was hard and difficult to pull back. The ventricular assist device (vad) remains in use and the driveline cover was "left off and dangling." Servicing to repair the driveline and remove the driveline cover will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. The driveline boot cover (lot number (B)(6)) was returned for evaluation. There was no evidence that the driveline boot cover or driveline associated with (B)(6) had previously been serviced. A review of the (B)(6) ¿s manufacturing documentation and the driveline cover inspection records confirmed that the associated devices met all requirements for release. On-site inspection of the driveline boot cover revealed that the boot cover was hardened. Visual inspection of the returned device revealed that the driveline cover was received in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Additionally, visual inspection revealed discoloration around the edges of the driveline cover and foreign material within the driveline cover. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. On-site inspection of the driveline cable revealed evidence of a previous, unknown repair. Once the repair was removed, damage was revealed in the driveline outer sheath, near the strain relief. As a result, the reported events were confirmed. A driveline cover removal was performed to mitigate the reported driveline cover condition, which corresponds with the returned driveline cover in a damaged condition. A driveline sheath repair was performed to mitigate the reported driveline damage condition. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed unknown repair event can be attributed to the improper h andling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: boot cover d4: lot#: r018789 d9: yes, return date: 08-oct-2024 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.